Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. Engineering evaluated the system logs and images from the customer. The investigation concluded the image quality was working as expected.

Event description:
It was reported that a misdiagnosis occurred due to poor image quality when using the epiq elite ultrasound system and a c5-1 transducer. The customer was performing a fetal scan and could not visualize the heart well. The patient returned for a follow up appointment the next week and the customer used a different system to evaluate the fetus. It was found a structural anomaly in the heart. The patient was referred to a pediatric cardiologist and the pregnancy is ongoing. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.